Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's existing right atrial (ra) lead was not capturing. The lead was explanted. The patient attempted to place a new lead six times but the lead exhibited no capture below ten volts. During the implant attempt the patient experienced tamponade and passed away.